Manufacturer narrative:
The customer did not return the device for evaluation. Since the test strip information was not provided, the in-house testing was not performed using the retained samples.

Manufacturer narrative:
A device history record was reviewed for the suspected contour next link meter and no manufacturing anomalies were found. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer reported that six months ago, her contour next link meter started producing display issues, as lines were displayed on the meter screen and the customer was unable to read her blood glucose readings. The customer also stated that the meter was not transferring blood glucose readings to the connected insulin pump. The customer was estimating blood glucose readings and manually entering the readings to the insulin pump, which caused the pump to send inaccurate insulin bolus. After the customer received insulin from her insulin pump, she experienced symptoms of hypoglycemia and became unconscious. The customer's husband called the emergency services. The customer was taken to the hospital where she was given glucose to increase her blood glucose levels. The customer was hospitalized for 2 days and recovered well after the treatment. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link meter for evaluation. No test strips were returned. During the investigation, it was determined that the meter was set to "ask me" to send the results to the pump, which indicates that the meter will ask the customer to send the results to the pump. The meter setting was changed to "send always", which indicates that the meter will always send the results to the pump. The returned meter was tested with the in-house contour next test strips and in-house breeze2 control solution to simulate as blood. The simulated blood glucose readings were properly transferred to the reference insulin pump. It is possible that customer changed the meter setting to "ask me" and she was not aware of it. Additionally, the meter showed fractures on the edge of the glass display. Two lines were located on the right side of the display but did not interfere with the readings. The meter was damaged by a blunt force which caused the display issue.